Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out of the skin. In addition, the mynxgrip also exceeded the expiration date. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes. There was no reported patient injury. The mynx vcd was used in a peripheral coronary intervention. The mynxgrip was prepped and used according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The patient recovered after the mynx event. "The outer product box and inner product package were discarded, so don't have it now. I'll manage inventory products that are near expiration or has expired or expired and make them first-in-first-out". The device was returned for analysis. A non-sterile 5f mynx grip closure device was returned for investigation. Per visual analysis, the sealant sleeve was displaced towards the shuttle. The shuttle was engaged to the handle and the syringe was connected to the device, indicating a complete removal of the device. The sealant, advancer tube, and the procedural sheath were not returned. The device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, without the return of the advancer tube and the sealant, a deployment test could not be performed. A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment- partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural/handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, instructs user to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place during catheter removal, could dislodge the sealant from the vessel wall. Based on the investigation the reported ¿expiration date exceeded¿ was confirmed. According to the IFU; the mynxgrip will be operable during normal and proper use and prior to its expiration date. Review of the available information suggests user error may have contributed to the event. Neither the phr review nor the product analysis indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1907501 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out of the skin. In addition, the mynxgrip also exceeded the expiration date. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes. There was no reported patient injury. The mynx vcd was used in a peripheral coronary intervention. The mynxgrip was prepped and used according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The patient recovered after the mynx event. "The outer product box and inner product package were discarded, so don't have it now. I'll manage inventory products that are near expiration or has expired or expired and make them first-in-first-out". The device will be returned for evaluation.